Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device would go into different modes. Customer's blood glucose was unknown. There were unexpected restart alarm and signal too low alarm in the history. Customer will not be returning the device for analysis.